Event description:
Additional information from the manufacturer representative (rep) reported they meet with the patient as planned and switched her active program. The rep stated they had seen her since for a follow up at which time she reported her bladder symptoms were improved. The rep stated the patient still complained of a control bowel control and was seeking further consultation with additional providers for care. There were no further complications that have been reported as a result of this event.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported having accidents and having to get up at night to urinate starting about 2 weeks ago. The patient stated that at first everything was fine and she was only going 3 times at night instead of 5, but then about 2 weeks ago problems started. The patient now has to go 5 times at night and then does not go all day. Additionally the patient reported bowel symptoms which started within the last two days ((B)(6)). The bowel symptoms reported were "terrible cramps/contractions" and then the patient runs to the bathroom. Starting at the same time as the bowel symptoms the patient also reported experiencing swollen ankles and thinks that she may be retaining water. The patient also stated that she had to decrease stimulation because it was "fluttering too much, it hurts if it gets too high." When asked the patient stated that she did not feel stimulation at the time of the call and troubleshooting determined that stimulation was turned off. After the patient was assisted in turning therapy back on the patient was found to be "on program 4 at 1.2 down because it was bothering when it was higher." The patient stated that she adjusted it down yesterday and could have turned it off prior to yesterday because she does not understand. The patient wished to change from program 4 to program 1 because the patient started on program 1 and it seemed like program 1 was better according to the patient. It was reviewed with the patient that it can take time for the body to adjust to therapy changes and that the patient should follow-up with her healthcare provider (hcp) if the symptoms do not resolve. The patient stated that she has an appointment with her hcp next week and her gastro hcp next month. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had good days (sometimes doesn¿t go until dinner) and bad days (3-4 accidents). It was noted after implant, the patient¿s bladder did not empty at night, so they began using a catheter after seeing the hcp around 2 months ago. The patient had increased stim to the point where it was uncomfortable, so they had to sleep on their stomach due to the discomfort. It was noted the patient had tried all 4 programs. Therapy expectations, stim considerations, and following up with hcp regarding symptoms/programming were reviewed with the patient. The patient was going to lower stim on program 4 back to a comfortable level and give it 2 weeks. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative met with the patient at their scheduled post-follow-up appointments. The patient¿s results were not as positive as the changes they saw during the trial, but still saw improvement. The manufacturer representative was unaware the patient had been unable to empty their bladder or that they had been using a catheter. The patient contacted the manufacturer representative on monday, (B)(6), and requested the manufacturer representative to be at an appointment with their doctor on (B)(6); however, the patient did not provide any details regarding their current symptoms. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. The patient noted that she had seen her hcp and that she had notified her of the urgency, contraction, and swollen ankles. The patient did not known what the circumstances were that led to the urgency, incontinence, contraction and swollen ankles. The patient stated that nothing yet had been done to try and resolve the issues. The patient noted that the incontinence, contraction, urgency, and swollen ankles were unresolved at the time of report. Additional information was received from the patient on 2016-12-15. The patient had experienced a loss or change of therapy. The patient stated that she has had no therapeutic relief since the device was implanted. The patient stated that at times she could go two days and would be fine, but then she could go two days and have accidents. The patient stated that she had tried different programs and nothing was helping. The patient¿s reason for calling was to ask if they went to program four would that be stronger than program one. It was reviewed that it takes time for the body to respond to therapy; therefore titrations should be discussed with hcp. The patient was to follow up with the hcp if the problem did not resolve. The patient was also reviewed that program four would not be necessarily stronger than program one. The patient noted that her stimulation was at 3.5 and that she was told it was a very low dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient's healthcare provider told them to use their catheter twice a day, in the morning and the evening and they wanted to know if the catheter would affect the implant. Patient reported they never had much luck with the implant and they had gone up and down on the setting. Patient was able to sync with their programmer and they were on program 1 at 4.0v and reported they were getting more than 50% relief. Therapy considerations were reviewed with the patient.